Event description:
"Caller alleged discrepant results compared with the lab. Patient is on antibiotics. Verified fingerstick technique. No known interfering medication. Obtained sufficient sample. Applied sample in correct manner.

Manufacturer narrative:
Investigation pending.